Event description:
On (B)(6) 2013, this complaint was forwarded by (B)(4). On (B)(6) 2013, dr. (B)(6) injected the pt with radiesse in the nose. The pt experienced necrosis. On (B)(6) 2013, follow-up information was received from (B)(4). The pt was injected on (B)(6) 2013, with 0.3ml of radiesse in the nose. She developed necrosis in the nose. Date of onset: (B)(6) 2013. The following measures were taken: on (B)(6) 2013, the pt was prescribed with silverderma pomade (2/day) and orbemin 500mg twice a day and photoprotection. The pt improved about 10 - 15 days later but still presents pinkish epidermis and sensitivity to the area. The outcome of necrosis is described as resolved. The pinkish epidermis which is described as "burn" is resolving.

Manufacturer narrative:
The device history records for the reported radiesse lot 1027609 were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.